Event description:
It was reported that during a follow up, high threshold with no capture at maximum output amplitude of the rv channel was observed. X-ray showed lead dislodgment. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.